Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.

Event description:
It was reported by the contact that the customer received an altitude alarm while using saline. The customer's blood glucose level was not impacted. The customer removed and reinstalled the cartridge, clearing the alarm.